Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that the pt's cuff had to be inflated several times and there were no ill-effects to pt reported. No other info was provided to determine if any intervention was required or performed during pt use.